Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse identified that the control room monitor screens were black. The fse rebooted the system and checked the host pc and found that the hd lights on the host pc were not illuminated. As part of the troubleshooting steps, the fse removed the host pc and reseated all the pcbs and internal connections. After rebooting the system, all functions were restored however, the fse suggested for replacement of the host pc as the reported issue was intermittent. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.